Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced two infusion sets fell off during use on (B)(6) 2024 which led to high blood glucose level of 200 mg/dl. The issue got resolved by replacing the infusion set and resumed insulin successfully. The infusion set in use for less than 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR 1883792 - device 1 of 2. E1: patient country: united states.